Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: before it was used on pt no damage on tissue around the operation site had been confirmed. Upon opening the jaw after the first firing on arteria renalis was completed, a burst of bleeding occurred from the artery. The procedure was shifted to open abdominal surgery as the actual conditions could not be confirmed. The proximal side of that part was sutured by vascular surgeon for recovery. During suturing the conditions of staple on the proximal side could not be confirmed. Reported the customer observed the staple was fired normally on the side of specimen. The amount of bleeding: 16000 cc. Transfusion was required. The pt went into shock but there seemed to be no threat to his/her life. Currently under follow-up. Operating time extended: more than 30 min. Additional tissue resection: yes. Tissue damage: yes. No reinforcement material was used. No adverse event was reported as a result of any delay in surgery.